Event description:
It was reported by service report that the lower connector on the footboard was broken and there was no bed exit and scale. No patient involvement or adverse consequences are reported.